Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. No additional patient or event information is available.